Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000163, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the battery is getting drained when the image acquisition system (ias) is on. There was no patient present when this issue was identified. It was noted through troubleshooting that the battery tray 1 is having less voltage at 17v using labview software. Additional information received. It was reported that issue was reported by the customer that battery is draining.